Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as itchy and red. The patient's doctor prescribed an antibiotic. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.